Event description:
It was reported that the wire of the prograsp forceps instrument was loose. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the proximal clevis hub. Clevis does not exhibit any wear. The frayed strands was stuck out at the wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.